Event description:
The dealer associated with the end user informed that the end user had rolled his chair and it sounded like the chair was totaled. The dealer states that the end user was going into town and was going down hill when the belt allegedly broke on his device and device rolled down the hill and flipped over. The dealer states that the user required medical attention and hospitalization for a broken leg. The dealer states that the device was damaged during the incident.

Manufacturer narrative:
This device was originally manufactured by teftec and next mobility has since acquired the assets of teftec and continues to support warranty claims and customer service of the teftec legacy devices along with new production of the omegatrac. Next mobility attempted several times to retrieve and/or inspect the device for eval with the cooperation of the dealer (initial reporter). As of the date of this report, the device is not available for eval.